Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) had electrical test failure #39. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) observed that system was showing continuous electrical test failure #39 alarm. Problem found with main board; system was not working. Customer has arranged the part and same as replaced it, then checked all functions and performed tests found ok. Handed over the equipment to the customer in good working condition.